Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additional information was not provided. Multiple follow up attempts were performed to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.